Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. Variable threshold measurements were also observed. No adverse patient effects were reported. At this time, this lead remains in service.